Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions. Additionally, a reload was received loose inside the bag. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, one of the staples in the middle of the staple line of the contour was incomplete and left a small hole. The anvil of the circular stapler was put through it, so it was stapled out of the anastomosis. There were no adverse consequences for the patient.